Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2351547 involved in this complaint was returned open and in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 20 jan 2026. Visual inspection: device returned with protective tubing, red marker at ponr, directional button in deploy position, safety wire returned in place. Functional inspection: actuating fine for deployment and recapture, unable to deploy stent, handle open , outer sheath separated from shuttle, all other components intact, safety wire removed with no issue. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summmary: the user was unable to deploy the stent from 1 unit of lot c2351547 of evo-fc-10-11-6-b device. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Deployment issue. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jan-2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. E and f section: phone - (B)(6).

Event description:
The stent did not launch despite use under normal conditions (stent mounted on a 0.035 guide wire). Consequences: obligation to get a new stent. Lot billed on 24-nov-25 under #(B)(4). Customer requested a credit note. "As per cc form": the stent did not launch despite use under normal conditions (stent mounted on a 0.035 guide wire). They take another stent. Please confirm if the device will be returned. Yes please provide device tracking information: contact ssc product for tracking device ( I cannot provide tracking device) was the product inspected for damage before use? (Kinks etc) yes are images of the device or procedure available? No what was the target location? Bile duct what was the length and diameter of the stricture? I don¿t know was the stricture dilated before stent placement? No details of the wire guide used (diameter, type, make)? 0,035 inch was the zip port facing upwards and slightly curved when backloading the wire guide? N/a what endoscope type and channel size was used? Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? N/a if altered please indicate the procedure type (e.g., cholodochojejunostomy) was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? No what was the position of the elevator during advancement? Low what was the position of the elevator during attempted deployment? Low was the directional button pressed during use? Yes was the yellow marker kept in view during attempted deployment? Yes was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) Was the safety wire removed? If yes, at what point was it removed. N/a did any part of the stent contact the patient's anatomy when the complaint occurred? No.